Manufacturer narrative:
The reported disassembly and overheating were confirmed by a manufacturer repair technician through visual inspection and functional evaluation. Potential causes for the reported event include a material fatigue issue or impact.

Event description:
It was reported that during testing conducted at the user facility the device was overheating. Upon receipt at the manufacturer facility, it was reported that a piece of the chuck disassembled. No medical intervention and no adverse consequences were reported with this event. As these events occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility, the device was overheating. Upon receipt at the manufacturer facility, it was reported that a piece of the chuck disassembled. No medical intervention and no adverse consequences were reported with this event. As these events occurred during testing, there was no patient involvement and no delay to a surgical procedure.